Manufacturer narrative:
Citation: tamer hassan, sherif rashad, waseem aziz, et al. "Endovascular modalities for the treatment of cavernous sinus arteriovenous fistulas: a single-center experience." Doi:10.1016/j.jst rokecerebrovasdis.2015.08.016. Volume 24, issue 12, december 2015, pages 2824¿2838 the device was not returned as it was implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information through literature review that this patient experienced an embolic event and trigeminal dysesthesia as a result of onyx reflux through external carotid artery¿ica anastomosis. The onyx embolization was via transarterial route for a type c dural carotid¿cavernous fistula (dccf) and onyx refluxed to the inferolateral trunk (ilt) and resulted in an embolic event to ica. The ilt was not seen before embolization in digital subtraction angiography (dsa) films. The patient recovered well with no symptoms regarding the embolic event, but he has postoperative right trigeminal dysesthesia, which was treated medically.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.